Event description:
The customer's father stated that the customer was hospitalized for low blood glucose. No blood glucose reading was reported. The father stated that the customer was changing the infusion set and she accidentally performed the manual prime while she was connected to the infusion set. The customer was not feeling well enough to troubleshoot during the phone call. However, the father was attempting to change the infusion set prior to the phone call and he stated that insulin was shooting out of the needle during the prime. The insulin pump also gave an alarm during the prime. Advised the father that the insulin pump would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.